Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm approximately 15 months ago. There was mild tortuosity in the vessels. It was reported that there was a type I endoleak that was resolved with modeling of the stent graft. One year post implant a CT demonstrated that the aneurysm was 6.3 cm in diameter with an unknown type of endoleak present. There was discrete contrast opacification at the proximal end of right leg of stent graft, that was not treated at this time. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) - lack of information (cause of endoleak is unknown). Evaluation, conclusions: (B)(4) lack of information (cause of endoleak is unknown).